Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. No product was returned for evaluation. Clinical details noted that a leak was present at the purge filter during pump priming. The root cause of the purge leak was most likely a damaged sidearm but the exact location of the leak could not be confirmed. E4 should have been left blank on manufacturer device report 1220648-2025-25304.

Event description:
Us complainant reported the patient was being prepped for an impella cp implant and during priming, d5 was leaking out of the purge filter. A crack was noted in the filter. The staff decided to not use this impella and use a new pump instead. No patient harm has been reported.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.". ¿clean the connector cable with 70% isopropyl alcohol.¿.